Event description:
It was reported that the vena cava filter became stuck at the end of the tuohy borst where it connects to the introducer catheter, when trying to deploy the device. The system was removed from the pt and another one deployed without incident. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample has been returned; however, eval has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk.